Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The complaint was opened from literature report observing ciliary sulcus fixation of posterior chamber intraocular lens implants. The patients involved were indicated to be unable to have conventional lens implantation. The reasons were not provided. These unknown issues and the ciliary sulcus fixation may be contributory causes for the corneal edema. Su, x., analysis of the effect of posterior chamber intraocular lens suspension lens suspension technique. Chinese journal of trauma and disability medicine, 2013, vol.21, no.4. Additional information has been requested. Translated literature article was received on 02/12/2014. (B)(4).

Event description:
An author of a literature article from the chinese journal of trauma and disability medicine reported on the observation of the effect of the application of the ciliary sulcus fixation of a posterior chamber intraocular lens implant. The article analyzed the effect of correction of refractive error of artificial lens suspension in the condition of a broken posterior capsule or no capsular support. In the absence of capsular or zonular support, forty seven cases were performed in one or two stage artificial lens suspension. The author of the article reported that following intraocular lens (iol) suspension procedures that treatment for corneal edema for varying degrees in all cases was required, most of which recovered following treatment. The postoperative visual acuity from the group of 47 patients improved as compared to their visual acuity before surgery. There are two medical device reports associated with this article. This report is for the treatment with medications for corneal edema.